Event description:
It has been reported to philips that the geometry module was defective. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the geo module was defective. Fse replaced the geo module and after replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.